Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the patient experienced difficulty breathing while the left ventricular (lv) lead was starting to be manipulated and when the lv lead side helix was being fixated. After the lead was fixated, the patient's blood pressure had decreased. A contrast study with the balloon catheter showed faint non-vascular features and it was determined some damaged had occurred. The echocardiogram was check and cardiac tamponage was confirmed. It was suspected that perforation from the side helix was the cause. Drainage was performed and the lv lead remains in use. No further patient complications have been reported as a result of this event.